Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 5.5 cm in diameter and vessel morphology at time of implant was not reported. Coils were placed sequentially in the aneurysm sac for coil embolization of multiple hypogastric arteries. A cta performed 5 weeks post implant demonstrated the aneurysm was 5 cm in diameter. Approximately 5 years and 2 months after implant the device was explanted emergently during surgical conversion due to recent aneurysm expansion from a proximal type 1 endoleak caused by disease progression. CT follow-up initially found a type 2 endoleak at one year, and a proximal type 1 endoleak at three years. A recent CT confirmed that the aneurysm had increased from 6 to 7 cm. At explant, the proximal type 1 endoleak was confirmed, with the aortic neck enlarged to the renal arteries and the patient was successfully converted to open repair. Upon examination of the returned device, the likely cause of the recent aneurysm expansion and proximal type 1 endoleak appear to be the reported enlarged aortic neck. Two stent fatigue fractures were observed on ring 3 of the bifurcate, and broken sutures were observed between rings 2 - 4. No graft integrity issues were found on the proximal seal zone of the bifurcate, and no abrasion holes were observed on any of the returned devices. The distal iliac limbs were left in the patient and therefore limited the extent of the evaluation.

Manufacturer narrative:
Evaluation results: endoleak. Dilated aortic neck from disease progression. Conclusion: dilated aortic neck from disease progression.